Event description:
The customer alleged that while the device was being set up for pt use, the device shut down. The nurse saw all lights come on but no alarms activated. The co service technician inspected the device and could not duplicate the reported problem. However, the service technician replaced the controller ic as a precaution. The unit passed extending testing. It is not verified that the alarms failed to activate, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.